Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On 12/11/2023, the patient experienced cyclic vomiting due to gastroparesis and went to the emergency room. At the emergency room a fingerstick was taken and the cgm was reading 260 mgdl and the bg reading was 467 mgdl. The patient did not experience any diabetic symptoms but stated that he in general does not experience symptoms for both hypo - and hyperglycemic events. The patient was eventually admitted in the hospital and diagnosed with diabetic ketoacidosis (dka). The patient received intravenous treatment with insulin and was discharged after 2 days. At the time of the report, the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.